Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No addition information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted. Manufacturer of the device is unknown.